Event description:
Attention this message is only for women only due to its content so please find a women to look to it. I went to walgreens located at (B)(6) yesterday (B)(6) 2023 and purchased a big package that had two cartoon boxes on it with 54 long liners for women on each one of them. When I opened these two boxes I figured out that the panty liners in them had a very bad intoxicating odor that caused me to be nauseated and I used them and they caused me irritation on the skin at the genital area as well. Please inspect these liners and the always brand, because it is so often that we have to report them, due to their nasty products. Also please enforce rules for the corporations like walgreens to quality check the products before they sell them to us. Reference report: mw5117180.